Manufacturer narrative:
The cause for the discordant advia centaur (B)(4) total results is unknown. The sample is not available for further testing. The sample was tested on two advia centaur xp systems and the result was negative on both systems indicating that the issue is specific to the sample rather than an issue with the specific instrument. All quality control results are acceptable indicating that the assay is performing acceptably. The limitations section of the us version of the instructions for use states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection." The limitations section of the ous version of the instructions for use states: "the advia centaur (B)(4) total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate false reactive results."

Event description:
Customer observed a negative result on advia centaur xp (B)(6). The result was tested on another method and the result was (B)(6). Other (B)(4) markers indicated the (B)(6) results should be positive. There are no reports that treatment was altered or prescribed or adverse health consequences due to the negative advia centaur xp (B)(6) results.